Manufacturer narrative:
As of this date, this left ventricular lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements. A review of the daily measurements revealed the values increased during the last four months. In addition, loss of capture at maximum output values and no sensing were displayed. A lead fracture was suspected. The patient with this lead is pacemaker dependent and has no known issues with the right ventricular lead. As the patient is not symptomatic, further monitoring will be performed. No adverse patient effects were reported.